Event description:
It was reported that during an unknown procedure, the stapling is presenting a problem in the cutting and it did not staple. There was no serious injury to the patient. Unknown how case was completed. One device was discarded. The device only cutted and did not staple. And also the cutting line was not good.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.